Manufacturer narrative:
(B)(4). The device was manufactured from may 14, 2014 to may 15, 2014. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation with approximately 68 ml of fluid within its bladder. During visual inspection, no flow was observed from the distal luer. Microscopic inspection of the flow restrictor revealed micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. The cause of the no flow condition was determined to be the micro air bubbles in the glass capillary. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had no flow at the start of therapy. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.